Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. If we later receive the information, we will provide a follow up report.

Event description:
It was reported that at a follow-up appointment in 2023, the physician observed a single elevated, out-of-range pacing impedance measurement (greater than 3,000 ohms) from the right ventricular (rv) lead. At that time, the physician performed reprogramming and enrolled the patient in remote monitoring. As the patient is nearing a prophylactic pacemaker explant procedure, boston scientific technical services (ts) was contacted for a data review to confirm the integrity of the rv lead. During the review, ts noted only one other similar instance of out-of-range impedance (greater than 3,000 ohms) in (B)(6) 2024, and since the programming to unipolar, the pacing impedance measurements were stable and in-range (between 350 and 450 ohms). Nevertheless, ts recommended performing an in-clinic assessment to verify the lead integrity via provocative maneuvers, isometrics, and diagnostic imaging. Should any abnormalities be observed, it was recommended to replace the lead during the upcoming prophylactic explant procedure. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that at a follow-up appointment in 2023, the physician observed a single elevated, out-of-range pacing impedance measurement (greater than 3,000 ohms) from the right ventricular (rv) lead. At that time, the physician performed reprogramming and enrolled the patient in remote monitoring. As the patient is nearing a prophylactic pacemaker explant procedure, boston scientific technical services (ts) was contacted for a data review to confirm the integrity of the rv lead. During the review, ts noted only one other similar instance of out-of-range impedance (greater than 3,000 ohms) in (B)(6) 2024, and since the programming to unipolar, the pacing impedance measurements were stable and in-range (between 350 and 450 ohms). Nevertheless, ts recommended performing an in-clinic assessment to verify the lead integrity via provocative maneuvers, isometrics, and diagnostic imaging. Should any abnormalities be observed, it was recommended to replace the lead during the upcoming prophylactic explant procedure. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.